Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc (bec) that a bloody leak was found outside of the coulter lh 780 hematology analyzer. The leak was under the left side of the instrument, but the customer could not locate the source of the leak. The customer was troubleshooting low vacuum errors on the instrument, wearing personal protective equipment consisting of a lab coat and gloves, at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was reviewed, and there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. Field service engineer (fse) found cut tubing under the wbc bath. The fse replaced cut tubing and verified that there was no further evidence of leaking. The tubing under the wbc bath may have blood, lyse and diluent while in operation and cleaner while in shutdown. Repairs were verified as per established procedures, and the results met the published performance specifications.